Event description:
Procedure: lap gastric bypass. According to the report: while firing the g-j, the device only placed staples on one side. Staple did not form and some went into cavity. The entire anastomosis was removed along with unformed staples, and the surgeon hand sewed the anastomosis. Delay in or time was approximately 25 to 30 minutes. No abnormal bleeding was reported, and it could not be reported if tissue was damaged.